Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose as well as the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 400 mg/dl. Customer stated that they perform a self-test for compromised force sensor system but self-test cannot run. The insulin pump will return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised force sensor system alarm due to motor error alarm. Device passed displacement test and self test.